Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The rv lead had an increase and high pacing impedance and ventricular high rate episodes due to lead noise. A possible fracture of the rv lead was suspected. Reprogramming was done and the patient was admitted to the hospital. The following day the rv lead was capped and replaced. No patient complications have been reported as a result of this event.